Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of medium-large clip applier instrument unintentionally opened and closed during insertion. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium large clip applier instrument was analyzed and found to the instrument passed the manual articulation of inputs. The instrument underwent external and internal visual inspections, no issue detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Three clips were successfully applied. Failure analysis could not verify the customer reported event. The instrument was fully functional. No product issue was found.